Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor of the navigation system was cracked and could not be used by the site. There was no patient present when this issue was identified. No additional information was provided.